Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci medical advisor that the physician who is a trained user reported to him that he had a "mynx device pull through on (B)(6) 2013. No further info is available.